Manufacturer narrative:
Error logs from biomed was received. Disconnection on ventilator side occurred 39 times and tf 2441 appeared on 2023-08-22 at 02:35:46 pm. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the biomedical: ventilator alarmed "disconnection on ventilator side".

Manufacturer narrative:
Error logs from biomed was received. Disconnection on ventilator side occurred 39 times and tf 2441 appeared on (B)(6) 2023 at 02:35:46 pm. Investigation is ongoing. Additional information added in follow-up #1 (B)(4). Field updated. The issue occurred during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was determined to be a defective ppat sensor. Despite 3 reminders no information has been provided and therefore the assumed root cause cannot be confirmed. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the ppat sensor could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following incident description from the biomedical: ventilator alarmed "disconnection on ventilator side".